Event description:
Washout due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon ts plus insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): hospital discarded.

Event description:
Washout due to infection.